Manufacturer narrative:
Reporter's name and address were not provided. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the reverse button was locked on the compact air drive device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The date the device was returned for evaluation was reported as may 21, 2018 in the initial medwatch. The correct date is may 18, 2018. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device reverse locking mechanism was blocked, the rotor was locking, the lock-pin was stuck and the nut of the cover sleeve was damaged on the device. It was further determined that the device failed pretest for check the power with test bench: min. 110 to 160 w, check triggers for fwd / rev mode and check reverse locking mechanism. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to unauthorized repair which is improper maintenance due to user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.